Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the master tool manipulator right (mtmr) was not smooth and stuck. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system. The finger clutch was not smooth. The issue did not result in the non-intuitive motion of the instrument. Since the procedure was performed on dual consoles, the surgeon used another surgeon-side console (ssc) to continue with the procedure. The procedure was completed robotically with the da vinci system without being converted or aborted. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on-site and replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The master tool manipulators (mtm) device has been returned and evaluated by the failure analysis team. Failure analysis was able to reproduce the reported complaint during visual inspection. The opto button assemblies will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.